Manufacturer narrative:
Attempted follow-up by enterra rep. Patient has not established care with any providers. I have left him a message, and he has not returned the call.

Event description:
Patient/physician called to request the device be interrogated. While there the patient reported an increase in nausea and the upon interrogation the device showed high impedance. Patient is being referred to dr johnson mann, surgeon. Patient reports no trauma.